Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient reported having a blood back up in central line, the catheter, connector and pump tubing during cassette change. The catheter clamp wasn't closed since a cadd pump had been giving high pressure alarm that was unresolved with tubing, connector, and the pump, it was changed but alarm resolves if tubing disconnected from IV catheter. The patient went to the ER stating that he had been off of his medication for about 3 hours. Per reporter the patient had increased labored breathing at that time on the emergency room, and unable to evaluate the central line catheter at that day, it placed a PICC line for patient to administer the IV remodulin. Patient sent home without remodulin filled inside PICC or pump started, restarting remodulin through PICC at current dose of 23.5 ng per kg per minute after off pump 12 hours. The patient reported shortness of breath with activity. The adverse experience of the patient was labored breathing, central line issues, and shortness of breath. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.